Event description:
I was diagnosed with peritonitis after having my dialysis effluent cultured. I was placed on a 14 day regimen of peritoneal antibiotics. This happened after I received an urgent medical device recall, product code 5c4466p. UDI (B)(4) expiration date 3/31/2024. I can get copies of my medical records from my dialysis unit.